Event description:
It was reported that the device was replaced due to "bad battery" prematurely. Per the reporter, the catheter was "partially clogged" and was revised or replaced when the pump was replaced. No pt symptoms were reported.

Manufacturer narrative:
Results code: used for catheter.